Manufacturer narrative:
Block b3: the date of the event was approximated to 6/1/2025 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. Block h11: investigation results: the returned resolution 360 ultra clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly with evidence of full deployment and the control wire kinked. Microscopic examination was performed, and it was found that the device has evidence of full deployment and the control wire kinked. Dimensional analysis was performed between the hooks of the bushing and both sides were noted to be within specification no other problems with the device were noted. The reported event of clip would not release and handle difficult to actuate was not confirmed. Analysis of the returned device found that the device returned fully deployed. However, during product analysis, it was found that the control wire returned kinked. Most likely, due to operational factors such as user technique. Based on all available information and the analysis of the return device, the most probable cause of this complaint is adverse event related to procedure. A labeling review was performed using windchill. The IFU contains detailed device information and instructions for the device use. There is no evidence the device was improperly used per the IFU, and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. It was reported that the clip operated as intended during the opening, closing, and deployment phases. However, it did not detach upon release, suggesting a potential problem in the spring mechanism. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block b3: the date of the event was approximated to (B)(6) 2025 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. It was reported that the clip operated as intended during the opening, closing, and deployment phases. However, it did not detach upon release, suggesting a potential problem in the spring mechanism. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts.